Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was demonstrated through functional and performance testing. The device was retained by heartsine.

Event description:
When the AED was used on sunday, (B)(6) after the first shock was given, the AED did not continue to provide instructions. Patient involved; patient survived to hospital admission.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
When the AED was used on sunday, february 16th after the first shock was given, the AED did not continue to provide instructions. Patient involved; patient survived to hospital admission.